Manufacturer narrative:
This remediation MDR was generated under protocol (B)(6), as a result of warning letter (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Three photos were sent in for evaluation, a bent tube was observed in the pictures. The root cause of the reported issue was found to be too much pressure applied to the tube. Actions were taken to mitigate the reported issue: a customer complaint notification was sent to production and quality personnel as awareness to failure mode reported.

Event description:
It was reported that during the pre-use check, the customer noticed the tip of the tube was deformed. No patient injury was reported.